Event description:
Additional information received reported the patient was having pain at the device site and was having imbalance in his gate. The pain was in his left gluteal area and lower back. The patient was favoring his left side and having difficulties controlling his pain and managing his day-to-day activities. It was reported that the patient's severity was moderate with no sade (serious adverse device effect). The patient had received lumbar injections.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Final device analysis of the neurostimulator revealed no anomaly found, the stimulator was functionally ok. Final device analysis of both leads revealed no anomaly found, the devices were functionally ok.

Event description:
It was reported that the pt experienced pain at the pocket and increased left leg pain. The system appeared to be functioning properly. Impedances were in the normal range and the pt felt tingling in the area of pain. X-ray indicated that the leads had not yet moved. The pt's system was explanted. The pt recovered without sequela.